Event description:
It was reported that the patient presented in clinic with chest pain. Echocardiogram was performed and revealed a small pleural effusion. The right atrial (ra) lead was explanted and replaced. The patient was discharged home after.